Event description:
It was reported when using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) two molecular false positive results were received by the user, while using in conjunction with the biofire platform. A dual identification of c. Tropicalis and b. Cereus was received. The c. Tropicalis was the unexpected result. The b. Cereus result was confirmed by gram stain and bacterial culture. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) two molecular false positive results were received by the user, while using in conjunction with the biofire platform. A dual identification of c. Tropicalis and b. Cereus was received. The c. Tropicalis was the unexpected result. The b. Cereus result was confirmed by gram stain and bacterial culture. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
The following fields were updated due to additional information: device available for evaluation: yes device eval by manufacturer? Yes returned to manufacturer on: 2023-november-2nd. Catalog: 442021 batch no.: 3151321 customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.